Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine in the supraperiosteal. 13 days later, patient was injected with 1 ml of juvéderm® ultra 3 in the lips. Approximately 7 months later, patient experienced "delayed nodules" and now presents "with less inflammation but there still is inflammation, induration and lymphatic retention in malar area and tear troughs." Treatment included deflazacort 1mgxkg, ciprofloxacin, augmentin, varidasa, omeprazole, ultra levura. Symptoms ongoing.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.